Event description:
Pt is experiencing loss of sensation in neck from chin down with partial facial paralysis. Additionally, the pt complains of pain, stiffness and limited range of motion in neck along with shortness of breath and difficulty breathing. The pt has reportedly benefited from the vns therapy. Pt's neurosurgeon will reportedly not see the pt again due to repeated threats from the pt regarding the condition of their surgical scars. Neurosurgeon indicated that there was no relationship between the pt's symptoms and the vns. Additonally, the neurosurgeon indicated that the pt had a low tolerance to pain and was addicted to narcotics. Further follow-up with neurologist indicated plans to increase device frequency from 10 back to 20, increase pulse width from 130 to 250, leave output current the same to allow the pt to become accustomed to the therapy and bring pt back in two weeks to progress device setting increases along algorithm. The pt is reportedly doing much better and reports that their incisions are healing very well now.